Event description:
It was reported that the impedance trend started to increase over the last 6 months. The patient was brought into clinic for additional lead testing. Noise was not reproduced and out of range impedances were consistent. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.